Manufacturer narrative:
On 9/30/2015: follow up: customer was reported as being off pump therapy and using a sliding scale with manual injections for unspecified reasons unrelated to the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels after a meal and thought that the carbohydrate ratio was incorrect. Tandem technical support showed the customer where the setting was located in the pump and instructed the customer to discuss the setting change with a healthcare provider. The customer also indicated that the bg level also has been elevated and thought that it was due to stress. The customer disconnected from the pump and was using manual insulin injections to manage diabetes.